Event description:
On (B)(6) 2025, apifix was notified of planned removal - index surgery (B)(6) 2021. Initial curve was 53 degrees, 29 after index surgery. Removal and fusion over short distance, as it was expected that there would be additional correction loss following removal. Comparison of attached images indicated that ratchet mechanism was no longer supporting correction, which was confirmed after removal.